Event description:
Customer reportedly installed an unapproved drager vaporizer on an excel anesthesia machine, creating a leak condition. Pt reportedly moved during the case. There was no reported pt injury.

Manufacturer narrative:
As stated in the excel se operation and maintenance manual, only tec 4, tec 5, tec 6 vaporizers are to be used. Additionally, preoperative tests of the equipment, as contained in the excel se operation and maintenance manual, is designed to pick up a leak condition.